Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a resume pump alarm occurred. Reportedly, the customer was unable to specify the events leading up to the alarm. Customer's blood glucose level was 70-250 mg/dl. The customer was using apidra insulin within the cartridges. A supply change was performed to resolve the issue and insulin delivery was resumed.